Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
This procedure was performed in (B)(6) as part of the (B)(4) study. Predilatation with the 5x100mm pta catheter. Treatment after randomization in plain balloon angioplasty group with a bare balloon 6x120 (study device evercross). The stenosis was greater than 50-70%. There were significant dissections after treatment. A self-expanding stent 6x200 was deployed and post dilatation with a 6x120mm balloon was performed. Residual stenosis after intervention was less than 10%.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.